Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Reportedly, customer was using long lasting insulin injections and administered a bolus with the pump at the same time. Customer consumed sugar to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.